Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
An healthcare facility reported that the handpiece did not aspirate during a cataract surgery with intraocular lens implant. The procedure was completed with another handpiece, the pt did not experience any harm.